Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Bd was not able to verify the indicated failure. A device history review was not completed as no batch number was provided. Root cause is undetermined. No batch number/sample provided.

Event description:
It was reported that foreign matter ¿droplets¿ were found on an unspecified bd¿ flush. It is unknown if this was a possible leakage. There was no report of exposure, injury or medical intervention.